Manufacturer narrative:
Customer ran qc samples on the same glu cartridge and failed out of established specifications. Glu cartridge was then recalibrated by the customer and failed. Customer replaced the reagent cartridge, and then calibration and qc passed within specifications. A field service engineer (fse) was dispatched and found no problems with the hardware.

Event description:
A customer contacted beckman coulter inc (bci) regarding one glucose (glu) cartridge patient result of 30 mg/dl with a duplicate run result of also 30 mg/dl that was generated by the unicel dxc 600 pro synchron chemistry analyzer. These results were reported outside the laboratory and were questioned. A rerun of the original sample was performed on another instrument and yielded a result of 110 mg/dl, and the original result was amended. Unknown if patient treatment was affected by this event.